Event description:
The pt had an allergic reaction. The pt has a known sensitivity to sulfa. The pt is known to have many allergies and hypersensitivities. The pt had swelling in the face and lips and sought medical attention at the emergency room.